Manufacturer narrative:
The reported event of intermittent capture, dislodgement, and connection problem were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed, including output verification found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was intermittently capturing post release. Retrieval was attempted but extending the docking cap prior to snaring caused the lp to dislodge to the pulmonary artery. The lp was successfully retrieved on (B)(6) 2024. The patient was in stable condition.